Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, and g.6 have been updated. Corrections were made to h.6: type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed calcification within the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed, as the reported event was consistent with the investigation documented in the edwards technical summary. Available information suggests that patient-specific factors of calcification was the perceived root cause of the balloon rupture. Calcification may create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules may compromise the structure of the balloon wall through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm commander delivery system (ds), the balloon ruptured before the 26 mm sapien 3 ultra resilia (s3ur) valve was 100% expanded. The ds was removed, and a new ds was opened and prepped with +2 cc of extra contrast. Post-dilatation of the s3ur was successful. The physician team believed the balloon ruptured due to leaflet calcium. The patient left the room in stable condition.

Event description:
Additional information was received from the field clinical specialist: during a transfemoral tavr procedure with a 26 mm commander delivery system (ds), the balloon ruptured before the 26 mm sapien 3 ultra resilia (s3ur) valve was 100% expanded. A balloon aortic valvuloplasty was not performed prior to valve deployment. The balloon rupture was described as a longitudinal tear. The ds was removed, and a new ds was opened and prepped with +2 cc of extra contrast. Post-dilatation of the s3ur was successful. The physician team believed the balloon ruptured due to leaflet calcium. The patient left the room in stable condition. The device was discarded and is not available for return.

Manufacturer narrative:
A supplemental report is being submitted for the additional information received. Sections b.4, g.3, h.6 and h.2 were updated. An addition was made to b.5. A correction was made to h.6: type of investigation. Investigation is ongoing.